Manufacturer narrative:
Additional product code d2a: ljs. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the PICC second lumen was leaking from tiny hole or crack in lumen close to patient. Md and charge nurse were notified and a new PICC line had to be inserted. The faulty PICC was removed, and blood culture was drawn to monitor for infection related to break in central line. According to the customer, the infant will require further monitoring.